Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x16mm promus premier&#10244;rug-eluting stent was selected for use. However during preparation, it was noted that the stent flared out on the balloon.